Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient experienced baclofen intolerance and had been having sporadic problems with withdrawal and overdose. The patient¿s mother felt that the treatment was making the patient worse and demanded the pump be removed. At the time of report, the patient was with injury. Specifically, he had been having overdose and underdose issues since implant. It was indicated that the pump had been removed and sent to pathology, though the status of the catheter was unknown. It was also noted that the managing physician had done a ¿nuclear dye study¿ and the reporting hcp was under the impression that the dye had been placed into the reservoir. The device system had been used to deliver lioresal.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was to have a MRI due to a possible stroke at the time of report. Additional information received reported that cause of the event was baclofen toxicity. It was noted that it was "idiosyncratic reaction". It was reported that surgical intervention concurred and included explant. It was noted that the patient required hospitalization as a result of the event. It was reported that at the time of report the patient was still in the hospital and was slowly recovering.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a change in therapy effect. It was noted that the patient was not doing too well at the time of report. It was reported after the patient implant surgery they were supposed to be there 1 day and then rehab, but the patient was fine the day of implant. The next day, reported as (B)(6), the patient started running a fever. It was noted that since (B)(6) 2014 the patient had been "up and down" and had been on a ventilator 3 times. The patient's health care professional (hcp) thought it was the "dosage, and overdose or underdose and a peg tube was inserted." After the pump was removed, the patient went through withdrawal and was seizing. The patient was "vented" again and they wanted to do a tracheotomy "trach." The tracheotomy was performed in (B)(6) 2014 and the patient was transferred to another facility where they have been since (B)(6). The patient still has a trach tube and peg tube at the time of report. It was reported that the patient was having horrific bowel issues; the patient's hcp told the patient that it was the patient's neurodegenerative disease. The patient's friends and family do not know what it is. It was reported that the patient "drastically in 6 months from 20 mph to 80 mph as if he would degenerate this quickly seems crazy." The patient was reportedly on oral baclofen for years and they did not understand what happened. It was noted that the patient had no eaten a morsel of food since (B)(6) and cannot swallow. Reportedly the patient will talk but when the patient's mother brought him in he could do all of those things. The pump was used to infuse baclofen.

Event description:
It was reported that since implant that had been going through a ¿downward spiral.¿ patient had been sweating, had a fever, was not able to talk, a complete change in mental status. It was reported that the day following the implant, patient was doing fine. Two days after implant, they had patient sit up at 30 degree level. Patient developed a fever and was given tylenol. Patient was unable to take tylenol later the same night because patient could not swallow and had stopped talking. The fever had continued and it was thought that the patient had pneumonia, patient couldn¿t breathe. It was reported that the patient was going to put on a respirator because patient's oxygen levels were not good. At first it was thought it was baclofen withdrawal so the pump was turned off for 48 hours. Patient had improved a bit on friday and saturday. On sunday patient was talking and coughing strongly, but lost their gag reflex. The pump was turned back on and a day later the patient went back to having a fever, altered mental status, and had aspirated in the lungs. On 2014 (B)(6), the healthcare provider (hcp) emptied the pump and changed the medication to four part saline and one part baclofen. It was reported that hcp felt that the medication was too much for the patient's system. Patient was still in the intensive care unit (ICU) with aspiration pneumonia (patient went into the hospital on 2014 (B)(6)). Patient¿s right knee was swollen on 2014 (B)(6) to double its size. Patient could not swallow and was on a feeding tube. On 2013 (B)(6), prior to the pump being implanted patient could talk and swallow on their own. On 2014 (B)(6), hcp ordered a spinal tap to check for infection around the pump. Patient was on antibiotics and had questioned if it would have masked the infection. A CT scan was done to check the lungs. There were specks or particles on the x-ray. The hcp had stated the patient had aspiration pneumonia. It was reported that the fevers were gone but the patient was covered in sweat. The patient¿s gown would be soaking wet from the chestup, ¿beads of sweat on the face and chest.¿ the lower parts of the patient¿s arm were cold, clammy or corpse like. It was reported this had not happened prior to the pump. Above the elbow the patient was arm. The medication was changed by the hcp from ¿25 and diluted it to 5.¿ it was noted that the patient also had a deep brain stimulator (dbs) system that may have been on, which ¿had been off for years.¿ patient had cerebral palsy and has had an MRI done in the past. Additional information has been requested, but was not available as of the date of this report.